Event description:
It was reported that during the set up for a procedure that a hair was noticed inside of the packaging of the bur.

Event description:
It was reported that during the set up for a procedure that a hair was noticed inside of the packaging of the bur.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon visual inspection of the received unit a hair was found in the blister seal. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Based on the investigation, the most probable root cause for this foreign material can be attributed to workmanship (procedure not followed). The hair was not captured during the particles inspection check or packaging stage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.